Manufacturer narrative:
Method code grid updated. Device was not received by manufacturer for investigation.

Event description:
It was reported that during preventive maintenance (pm), the device did not pass the pacer test and prompt the ¿hardware failure dpm". The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Event date updated to 20aug2024.